Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was/was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did/did not confirm similar complaints with the same or related failure mode.

Event description:
It was reported that the device was sent in for pump module bezel post recall.